Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in an inner shunt in the moderately tortuous and severely calcified vessel. A 5.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for a several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.